Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached when fired into the first leg on the patient's left side. Reportedly, the needle was left inside the patient. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An examination of the returned uphold (tm) lite w/ capio slim revealed that the lead suture broke. The suture on the blue dilator was broken. The remainder of the suture with dart was missing and was not returned. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for the event of suture severed is manufacturing process design, as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The issue is under investigation and a correction has not yet been implemented.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached when fired into the first leg on the patient's left side. Reportedly, the needle was left inside the patient. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The assigned complaint investigation conclusion code for this event is supplier manufacturing process design because the design or validation of the supplier manufacturing process was not sufficient to ensure the finished device met the intent of the design.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached when fired into the first leg on the patient's left side. Reportedly, the needle was left inside the patient. The procedure was completed with another uphold lite. The patient's condition at the conclusion of the procedure was reported to be stable.